Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found a bubbled dso seal, scratched lcd lens, and a damaged uso seal. There was no evidence to review in the event history log. During the functional testing, the customer reported issue was confirmed. The cause of the issue was found to be a bad latch lock flex. The latch lock flex was replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that the latch cassette not detected. The event occurred during testing. There was no patient involvement and no patient injury.